Event description:
Sweating [hyperhidrosis]; lump in finger "like a ball of jelly" [nodule on extremity]; good leg is now worse and the pressure feels like the knee is "going to blow up" [arthropathy]; used crutches/ could not walt [abasia]; knee "blew up like a balloon"/ knee inflamed [joint swelling]; pain when he tries to put any pressure on knee/ unable to do exercises due to knee paint [arthralgia]; infection in knee [arthritis infective]. Case description: spontaneous report received on 24-aug-2009 from a male pt with a history of previously treatment with orthovisc, who reported that his knee blew up like a balloon and that his knee was inflamed after receiving synvisc-one. The pt received two injections of synvisc into each knee two weeks apart on unspecified dates. The pt reported that he experienced no side effects from the synvisc-one injected into one unspecified knee, but that his other unspecified knee "blew up like a balloon" about two days after he received synvisc-one. He saw his physician a week later on an unspecified date and his physician wanted to drain his knee, but told the pt that his knee was "too inflamed" to drain. The pt was prescribed "penicillin" since the physician though it might be infected. At the time of this report, the pt's knee was still swollen and the outcome of the pt was unk. Add'l info was received on 01-sept-2009, from the pt who reported that he did not have an infection. He stated that his knee "blew up like a balloon" for two weeks and that he experienced sweating and a lump on his finger "like a ball of jelly" after receiving synvisc-one. He also reported that he could not walk and had to use crutches for two weeks. At the time of this report, the outcome of the pt was unk. Add'l info was received on 09-oct-2009, from the pt who reported that he received synvisc-one for his arthritis and pseudogout. He reported that his knee was somewhat better, but that he continued to have pain when he tried to put any pressure on his unspecified knee. He stated that he tried to do exercises recommended by his physician, but was unable to do them due to his knee pain. He reported that his knee was "blown up" for three weeks after receiving synvisc-one. His physician prescribed penicillin (unspecified) for an infection in his knee. He reported that his "good leg" was worse and the pressure felt like the knee was "going to blow up". At the time of this report, the outcome of the pt was unk. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme biosurgery will continue to monitor complaints.